Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with presyncopal symptoms and was in atrial flutter. The atrial lead exhibited no sensing and no capture. The lead was explanted and replaced. No patient or procedure issues were reported.

Manufacturer narrative:
A partial lead was returned for analysis in one piece measuring 13.2 cm. The damage found was sustained during the procedure. The portion of the lead that was returned was otherwise normal.